Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they received no delivery alarm after multiple set changes. The customer's reported blood glucose level were 25 mmol/l and 24.5 mmol/l. Customer reported that they experienced high blood glucose level. Customer treated with insulin pump. Customer reported that the no delivery alarms could be due to site, set, or reservoir issues. The customer had tried different cannula lengths. Customer stated they had tried all remedies and did not want to troubleshoot. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will not be returned for analysis.